Event description:
It was reported that during the implant procedure, it was not possible to defibrillate the patient with the implanted right ventricular lead. The patient was externally defibrillated. The lead was removed and a new lead was implanted. Patient was successfully defibrillated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.